Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device failed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient event log. The drain volume was 4117 ml during cycle 5. The fill volume was 2500 ml. This event meets iipv criteria.